Manufacturer narrative:
Multiple sections of this report have been left blank due to the limited information provided. Attempts were made to gather additional event details; however, no responses have been received. Additionally, no product was returned; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. If any further information is received, a follow up medwatch report will be submitted.

Event description:
Event description: per email, it was reported that: we received a product failure recently of a guidewire breaking during a procedure.